Event description:
Failure code 702:00. Information was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt inicident involving the pump since the last baxter service event and no pt injury has been reported.